Event description:
Current egm atrial arrhythmia /v paced, with few under-sensed beats, a sensitivity programmed atrial sensitivity 0.15 mv marked as potential issue d/t suspected loss of v -capture reported by the physician, rep paged as requested." Leads manufactured by st. Jude. Case: (B)(4) / (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).